Event description:
During evaluation of a returned homechoice automated pd set with cassette, a leak was noted from cuts in the cassette sheeting. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was received for evaluation. Visual inspection revealed cuts in the cassette sheeting. Device-device interaction testing was performed. Clear passage and clamp function testing were performed with no issues noted. Leak testing was performed with leaks noted from the cuts in the sheeting. The cause of the condition was not determined. Should additional relevant information become available, a supplemental report will be submitted.